Event description:
Medical receptionist entered pt's demographics in powerchart, both english and metric height measures were entered. Data found in both powerchart flow sheet and pharmacy system. An additive value of the metric and english converted to metric by sys. This presented pharmacist with four erroneous values to dose medication by, the false height, and calculated bsa, ibw, and crcl calculated by sys using bad height. This has potential for serious, potentially life-threatening medication errors.